Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the tubing of a baxter access set broke off and stayed stuck in the microclave when it was removed from the patient¿s peripherally inserted central catheter (PICC) line. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: update "baxter access set" to "clearlink system continu-flo solution set". G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the male luer was cracked into the non-baxter connector. Additional inspection observed a trace of external force applied to the components which resulted in an appearance of white color on the cracked side proper from the cracked component. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.